Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/25/2013 with the following findings: during testing, the display screen was found to be dim/faded, discolored and difficult to read. A test screen was inserted and was found to function properly with no signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 2 date of submission 08/20/2013. Additional information from product analysis:investigation revealed an unidentified scratch-like white spot on the display lens that was obstructing the screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged), display (dim/faded) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.